Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there was no phaco sound and no phaco activity during a cataract procedure. The handpiece was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The phaco handpiece was received and a visual assessment of the returned sample found no nonconformities. The returned sample was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).